Event description:
It was reported that about eleven hours after starting to use the product , the customer noticed the pilot balloon was not inflated. No patient injury.

Manufacturer narrative:
Other, other text: no lot or serial number was provided; therefore, device history record review could not be performed. A product sample and one (1) photo was received for evaluation. Visual and functional testing were performed. Visual inspection of the photo found no defects could be observed. Visual inspection of the sample found no defects could be detected. Functional testing connected the sample to the leak tester machine and leakage was detected. Based on the analysis conducted in the sample provided, the root cause is that the unit became damaged after it left the manufacturing facilities since unit should be pre-checked before use in patients.